Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. Concomitant products: 457453 implantable pacing lead 2008 (B)(6); 694765 implantable tachy lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient had a systemic infection of unknown source. The right atrial and ventricular leads were removed and later replaced. The device was reported to be repositioned and remains in use. No further patient complications have been reported as a result of this event.